Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported when starting the spine software application, the black first_run.py box appeared. After some time, the system said it had failed to install and never proceeded to the spine software. It was noted the manufacturer representative on site had installed spine tools 28 when replacing the computer for another issue in case (B)(4). Technical services (ts) now had the manufacturer representative uninstall and reinstall the spine software and was then able to get into the spine application. Ts then had the manufacturer representative reload spine tools 28 per the instructions of the tech bulletin 222, and the resolution of the issue was confirmed on the ts call. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.